Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 6.1 cm abdominal aortic aneurysm. Right and left iliac calcification was observed prior to implant. It was reported that, at the one month follow-up appointment, a type ib endoleak was discovered in the left common iliac artery. It was also noted that the aneurysm did not appear to be pressurized. The physician stated that the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Film evaluation summary: the cause of the distal type I endoleak reported in the left iliac at 1-month could not be determined from the images provided. Films during implant and post-implant images at the time of the reported event were not available for review. The stent graft in-vivo configuration could not be assessed. Pre-implant CT¿s revealed that the proximal neck diameter measured 18 mm. Both common iliac arteries were extensively calcified. The take-off of the lcia was acutely angulated, and ranged in diameter from 11 ¿ 16 ¿ 11 mm along the 43 mm length. It is possible that the left common iliac artery calcification may have contributed to the reported distal type I endoleak. It is also possible that oversizing of the 16 mm diameter limb within the 10 mm diameter sections of the left iliac may have contributed. If information is provided in the future, a supplemental report will be issued.